Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on properly) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca. Igt control mosfet drivers u18 on the defibrillator pca was defective. The u18 failure caused high voltage to travel to low voltage circuitry, damaging multiple components on the pcas. The root cause for the defective u18 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor made a "bang" sound and was unable to properly power on.